Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, one polyp was successfully removed from the patient's large intestine using this snare, after which the staff disconnected the snare from the active cord. When the staff attempted to reconnect the snare, however, it was noted that the cautery pin had dropped out of the device handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found the cautery pin detached; however, the diameters of both the cautery pin and the corresponding hole in the handle assembly were measured to be within specifications. The device extended and retracted according to specification. The condition of the returned device was consistent with the complaint that the cautery pin detached; the complaint was confirmed. Although a probable root cause of this event could not be determined, an investigation has been initiated to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. Reported event: cautery pin detached. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, one polyp was successfully removed from the patient's large intestine using this snare, after which the staff disconnected the snare from the active cord. When the staff attempted to reconnect the snare, however, it was noted that the cautery pin had dropped out of the device handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.